Event description:
It was reported that during a stenting treatment procedure, the stent moved on the delivery device. The 90% stenosed target lesion was located in the calcified and moderately tortuous right iliac artery. The 7.0x30mm express vascular ld stent was inserted into the patient and after several attempts, was unsuccessful in crossing the target lesion. The device was withdrawn and the physician noted that the express stent had moved on the balloon of the delivery device. The procedure was completed with an 8.0x40mm non bsc stent. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).